Event description:
It was reported that the patient was admitted for a condition unrelated to the cardiac device. It was noted that the right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.